Event description:
As reported: manta closure device very difficult to insert through sheath. Removed first unit and inserted new unit. Second manta sheath split on insertion. Additional information received 26apr2022: first manta closure device met resistance going into the manta sheath. It bent when the physician tried to insert. Both the device and the sheath were removed and replaced with a new manta. The second manta met resistance going into the manta sheath as well, but the bypass tube advanced completely. This time, the physician was able to insert the manta completely into the sheath, and the two pieces clicked together. The manta was pulled back to the appropriate number and the footplate was released with the retraction of the lever. The split in the manta sheath was noticed but the steps had to be completed at this point. The manta worked fine and immediate closure was observed. Associated to MDR 3010252479-2022-00205 manta.

Manufacturer narrative:
A follow-up report will be issued after the investigation is complete.

Manufacturer narrative:
Two 14f manta closures, three 14f introducers, one 14f depth locator, one blue lock advancement tube, and two 14f sheaths were returned for investigation. The components were decontaminated then visually inspected. During inspection the engineer noted blood particulates present on components. One 14f manta closure exhibited an engaged lever and was locked into the sheath; and no components (toggle, collagen, and radiopaque lock) noted. The lumen on one of the 14f sheaths appeared damaged and had a slit. The other 14f manta closure did not exhibit an engaged lever; and components noted within the lumen, and the lumen was kinked. The button valve within the sheath was torn and slightly displaced. The 14f manta closure could be advanced without any issues via the sheath. The device lot history record was reviewed and indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following an evar, a 14f manta was deployed for closure in the right common femoral artery. A central positioned access was achieved utilizing ultrasound. Arteriotomy noted as 9.3mm, with a depth deployment of 2.5cm + 1cm. No issues were encountered advancing or withdrawing the procedural sheaths. While attempting to insert the bypass tube through the hemostatic valve of the manta sheath, the bypass tube met with resistance. Bending occurred to the bypass tube when met with the resistance. The IFU states in step 3 of inserting the device: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device.